Event description:
This report is being filed after the subsequent review of the following journal article, matityahu, a., and eglseder, w. (2011, september). Locking flexible nails for diaphyseal humeral fractures in the multiply injured patient: a preliminary study. Techniques in hand and upper extremity surgery, 15, 172-176. The authors conducted a study of 49 patients implanted with 50 synthes titanium locking flexible humeral intramedullary nails for the treatment of diaphyseal humeral fractures between february 1998 and august 2001. Two techniques were performed using the same synthes nail: antegrade implant insertion in 27 patients; retrograde insertion in 16 patients. A total of 43 patients were subsequently available for study: 28 male and 15 female patients. Average patient age was 44 years (range, 16 to 91 years). Average follow-up was nine months. The following was reported: seven nonunion all of which were treated with conversion to compression plating and bone grafting (five in retrograde group; two in antegrade group); two patients (one from each group) with isolated postoperative pain, alleviated after hardware removal for one; and elbow pain (one in antegrade group). The authors suggested the use of the titanium locking flexible humeral nail in the antegrade manner in the patient with multiple injuries who has a highly comminuted fracture or who has a large amount of soft tissue damage. This is report 1 of 1 for complaint (B)(4). This report is for an unknown titanium locking flexible humeral intramedullary nail.

Manufacturer narrative:
This device was used for treatment, not diagnosis. Date of event: matityahu, a., and eglseder, w. (2011, september). Locking flexible nails for diaphyseal humeral fractures in the multiply injured patient: a preliminary study. Techniques in hand and upper extremity surgery, 15, 172-176. Additional device info: this report is for an unknown titanium locking flexible humeral intramedullary nail. Implant/explant dates: dates unknown. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.